Event description:
It was reported that a spectrum pump constantly displayed the close door message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was reproduced. Eval found the door able to latch close with a loaded IV set, however, force required to secure door is above expected levels, and if not applied the unit will alarm door not fully latched, as observed at eval. Door hooks and latch pins will be replaced.